Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-oct-2018 with the following findings: a review of the pump black box data indicated no related alarms and no evidence of excessive battery usage. Current draws measured within specifications. Unrelated to the complaint, the battery compartment was observed to be cracked and corrosion was observed inside the compartment. A leak test was performed and pump leaked at the battery compartment. The pump case was removed and moisture damage was found on the printed circuit board. The complaint of a battery life issue was not duplicated during investigation.